Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. Continuous glucose monitor (cgm) alert 3 (cgm glucose reading below user¿s threshold) annunciated multiple times on (B)(6) 2018. Only two bolus requests were made on (B)(6) 2018. There were no erratic basal rate adjustments. Complaint could not be confirmed. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that a malfunction or failure occurred.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced blood glucose (bg) of 31 mg/dl. The customer suspected the cause may have been due to physical activity; however, pump data showed that the customer's bg was low throughout the night and early morning of the event date. Pump settings were changed to lower the basal rate. Customer also consumed carbohydrates to stabilize bg.